Manufacturer narrative:
The pump was unable to prime during the prime test due to a cracked end cap. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was alarming and insulin was squirting out of the tubing and alarm could not be cleared. Customer was not able to access the main menu. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.